Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous superficial femoral artery lesion. An 8x60 mm armada 35 pta balloon dilation catheter (bdc) was advanced to the target lesion without issue. However, during removal, the balloon became stuck behind the vessel wall and separated. Surgery was performed to remove the device and complete the procedure. No additional information was provided.